Event description:
It was reported that the patient experienced a brain bleed within 24 hours of the tcar procedure and subsequently passed away. The patient was presented as symptomatic with a very tight stenosis for a high surgical risk for the right-sided tcar procedure. The tcar procedure was completed. Following the procedure, according to the nurse practitioner, the patient received lovenox post-procedure. The patient was alert and following commands but exhibited signs of left arm weakness, which was present prior to the procedure, according to the physician. During the night, the patient developed a brain bleed, and the following morning, the family opted to replace the care consent with comfort care. A CT scan and neurology consultation were also conducted. The patient ultimately expired.